Event description:
The customer's spouse reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 509 mg/dl. The customer¿s current blood glucose value was 400 mg/dl. It was unknown that the auto mode feature was not activated at the time of high blood glucose event. Customer declined trouble shooting. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.